Manufacturer narrative:
Simulated use testing confirmed the reported issue. Disassembly and evaluation determined a failed vacuum sleeve was the cause.

Event description:
Tested the probe as directed in the IFU and then during the 1st 10 min freeze, the needle froze up the entire shaft. The physician protected the skin with a warm saline filled glove for the duration of the procedure. The case didn't experience any delays or complications due to the probe failure.